Event description:
It is reported that during sampling position, anterior dislocation of the hip joint, (accidental) during pulling back of the thigh, the sampling head remained ventral from bone pelvis and must be retrieved through a separate access (second incision).

Manufacturer narrative:
The MFR did not receive the device since the device is still intact and in usage. No other source documents were provided for review. The lot number was received for the device, the device history records were reviewed and found to be confirming. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).